Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported "it" will not hold a charge or maintain the settings adding their account rep seemed to think the "remote" was bad. Pt also stated "it" was shocking them. Pt said when they put the settings where they are supposed to be they fall out of the program the next morning. Pt claimed it goes way up from 3.5 to 7.0 within an hour in the middle of the night and physically shocks them preventing them from sleeping at all. Pt said this happens during the day, as well. Pt commented they set the intensity at 3.5 today when they left their house and was 4.0 at time of call adding that was too high for their morning. Pt said the neurostimulator (ins) was reprogrammed on may 12th and the issue with the settings started happening about 10 days ago. It was understood from what pt was describing the programmed group settings were automatically adjusting and their ins battery was draining faster than usual. Pt said when the ins gets to 50% they will recharge and it would typically last two days. Pt provided the current program settings: group b-1 3.7 (pt said these will jump to 4.0 or 7.0 whereas the automatic setting should be 3.5 and sub-groups 2, 3 & 4 will not move at all even though they are supposed to be sequential). Pt said they can manually adjust levels back to where they are supposed to be but should not have to. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Troubleshooting also advised pt to check with rep to see if adaptive stim had been adjusted on clinician tablet.